Event description:
This MDR is being filed material. It was reported that a patient experienced dysuria begining 4/2006 and exposed material following re-treatment with a urethral bulking implant procedure in 2006. The patient was treated with antibiotics and dysuria resolved two mo later. The patient's initial bulking implant injection was in 2006. The current status of the patient was reported as normal with 85-90% continence.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implantrequire specific attention ot the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the hightest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscpically with grapers or forceps to facilitate healing. The IFU instructs the user: the unique characteristic of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents.